Event description:
It was reported that during a procedure of the moderately tortuous, eccentric, moderately calcified, 99% stenosed, de novo proximal circumflex artery, during pre-dilatation with a 1.2 mm x 6 mm trek balloon dilatation catheter first inflation of 10 atmosphere for 7 seconds the balloon ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A non-abbott balloon catheter was used to complete the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: heartrail al1. Balloon material rupture can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, there was no report of any leaks noted during preparation for use which indicated that the balloon was not damaged prior to the procedure. Additionally, the lesion was reported as moderately tortuous, moderately calcified and 99% stenosed, which likely contributed to the reported difficulties. It is likely that the balloon interacted with other devices and/or the tortuous and calcified lesion during advancement. This interaction likely caused the balloon material to become damaged (scratched) as a result, such that the balloon ruptured during the first inflation attempt. Based on the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material record associated with this lot that would have contributed to the reported complaint. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.